Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were found regarding the reported needle mechanism failure complaint. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Smartphone operating system: bp2a.250605.031.a3.s906usqs8gza1. Smartphone hardware: sm-s906u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the needle did not fully deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than an hour. A new pod was placed and activated. No blood glucose levels were reported.